Event description:
Monitor indicated ok o2 saturation and pulse, even though probe was off of patient. This issue was reproduced in the biomed department -not on patient-. This was photographed and documented. Product defect was reported to manufacturer through quality department.